Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving clonidine and morphine via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported the patient was in the hospital for the second time due to what the patient believe was the pump malfunctioning. The reporter stated the patient was complaining of drug withdrawal and stated the patient was initially seen at the hospital (B)(6) 2025, was treated and sent home. The patient was now back with same symptoms and the reporter wanted the pump interrogated. The reporter stated after the first visit the patient called the physician but no interrogation was done. The reporter further stated the neurosurgeon did not think there was a pump problem, but they want to check the pump status.